Event description:
The reporter stated the surgeon implanted an 11.5 mm icm115v4 implantable collamer lens in the pt's right (od) eye in 2009. The lens was explanted the following day, due to elevated iop. The lens was not exchanged for another icl. The pt's bcva is 20/20.